Manufacturer narrative:
G4:15apr2021. B4:26apr2021. The phenomenon was observed at philips sales office. The device was not used in the hospital for therapy when the phenomenon occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
The customer reported that the device power led had an illumination failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The manufacturer's product service engineer (pse) evaluated the unit and confirmed the reported problem. The pse replaced the power switch overlay to resolve the reported issue. The unit passed required performance verification tests per philips standards.